Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of ventricular tachycardia was observed during an episode of auto mode switch. Programming changes were made. Patient was stable.